Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. UDI # (B)(4). Concomitant medical products : concomitant devices - bham rotating hinged knee stemmed tibial component 63mm catalog #: 154993 lot #: 3442531, rotating hinged knee tibial bearing 12mm catalog #: 159430 lot #: 3809596, palacos r +g 2x40 g catalog #: 66017569 lot #: 83084466.

Event description:
It is reported that the patient underwent a left knee arthroplasty revision to address femoral and tibial component loosening approximately two (2) months post-operatively. Attempts have been made and no additional information has been provided at this time.

Manufacturer narrative:
The product was evaluated through manufacturing review, however the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices - unknown orthopedic salvage system tibial component, catalog #: ni, lot #: ni; unknown orthopedic salvage system tibial bearing, catalog #: ni, lot #: ni. Report source - foreign: (B)(6). The complainant has not yet indicated whether the product will be returned for evaluation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001825034-2019-01049, 0001825034-2019-01050. Insufficient information.

Event description:
It is reported that the patient underwent a knee arthroplasty revision to address unknown complications post-operatively. Attempts have been made and no additional information has been provided at this time.